Manufacturer narrative:
UDI: lot/serial unknown. (B)(4). The manufacturing location was unavailable. Device manufacture date: the device manufacture date was unavailable. Concomitant medical products: concomitant med products: adapter device, radiolucent drive device, quick coupling device. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an open reduction internal fixation surgery for the humeral diaphyseal fracture, it was observed that while drilling the first screw hole, the small battery drive device stopped rotating. According to the reporter, the surgeon attempted to use the device again, but the radiolucent drive device began to rotate itself. The surgery was completed by drilling two screw holes with the device while the surgeon held it in place to not rotate itself. The small battery drive device was used with the adapter device, quick coupling device and radiolucent drive device. It was reported that there was less than a thirty minute delay to the surgical procedure. It was unknown if there were spare devices available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.